Event description:
It was reported that (1) cdh29 was used during a open bowel resection. It was reported by the rep that the surgeon closed cdh29 within the green range. The surgeon fired the instrument and went to check anastamosis with sigmoid scope and noticed hole in anastamosis. Upon further investigation. The surgeon noticed some staples were formed correctly and some staples were not. The surgeon completed the case with a hand sewn anastamosis. There was no consequence to the pt.